Event description:
It was reported that patient reported with decrease output of foley catheter. Checked with bladder scan and found 550ml in bladder. Foley removed and replaced with a non-sensing temperature foley and immediately obtained 700ml out. Per customer via email on 06aug2025, it was reported that the customer experienced urinary retention.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), used latex catheter 129414m and lot number ngjz0222. Visual inspection of the sample noted inflated balloon with 10 ml of solution using the in-house luer lock syringe and the catheter rested with no leaks noted. Deflated balloon passively with no cuffing noted. Attempted to flush drainage lumen with d.I. Water and only a few drops came out the eyelets with majority of the water not going through the lumen. Further inspection noted solid urine residue blocking parts of the eyelets. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab d. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient reported with decrease output of foley catheter. Checked with bladder scan and found 550ml in bladder. Foley removed and replaced with a non-sensing temperature foley and immediately obtained 700ml out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.